Manufacturer narrative:
Conclusion section revised to reflect updated information: maintenance deficiency - insufficient preventative maintenance and less than optimal equipment settings resulting in diminished performance. Manufacturing deficiency - insufficiently effective quality checks during the test strip manufacturing process. Design deficiency - packaging configuration allowed for excessive agitation of test strips and insufficient protection against temperature extremes during transportation. Based on the available evidence, beckman coulter (bec) has determined the cause of the reported event that triggered this recall action 2050012-0120/2016-001c, reported initially to the (B)(4) district office on 01/20/2016, in accordance with 21 cfr 806). As of august 19, 2016 FDA recall number z-1067-2016 (2050012-0120/2016-001c) has been closed.

Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016. The customer had cleaned the strips out of the spm and the fse did not find an instrument malfunction. Customer loaded a new lot of strips and was advised to check for any loose pads before loading strips into the spm. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported that 3 strip pads had fallen off into the strip provider module (spm) of their ichem velocity instrument. Erroneous patient results or effect to patient treatment in connection to the event has not been reported by the customer. This report refers to the event that occurred on the date of event. Refer to MDR 2023446-2016-00238 for the event that took place (B)(6) 2016.